Event description:
It was reported that there was debris discovered at post-op day one. No secondary surgery was performed. No additional information was provided. This report is 3 of 3.

Manufacturer narrative:
Pt. Info.: unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: unknown, as the lot number of the device was not provided device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.